Event description:
It was reported that the numbers on the insulin pump keep scrolling when pressing the down arrow button. Customer gave a bolus and the numbers kept increasing. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.